Manufacturer narrative:
Insulin pump was received with critical pump error (open book image) alarm. The insulin pump was received with a critical pump error (open book image) alarm and pump error alarm is found in the formatted history file due to moisture damage on the force sensor. Unable to perform the self-test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error (open book image) alarm. Moisture damage was also found on the electronic assembly and motor during visual inspection. No moisture damage found on the keypad assembly. The insulin pump was received without a battery cap. Unable to verify damage to the battery cap. The insulin pump was received with partially broken reservoir tube lip, missing retainer, missing reservoir tube o-ring, scratched case, case cracked behind the insulin pump near the battery compartment, cracked battery tube threads, broken belt clip rails, serial number label peeling, end cap address label fading, missing display window cover, cracked select button keypad overlay, pillowing keypad overlay, and minor scratched lcd window. A test reservoir was installed and did not lock in place due to missing retainer.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump fell on the ground. The battery cap was completely broken. The device had a continuous noise. There were serious error messages on the device. They could not enter the status screen. The customer¿s blood glucose at the time of the incident was 28 mmol/l. The device will be returned for analysis.